Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing customer from interacting with pump screen, although there was no reported impact to the customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset with support from technical support but was still unable to use pump screen, then chose to use multiple daily injections as backup insulin therapy while technical support confirmed warranty status, arranged shipment of replacement pump, instructed customer on putting problematic pump into storage mode, and advised customer to reprogram pump settings, reconnect continuous glucose monitor, and return problematic pump with prepaid label.